Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2015. The patient was referred to hospice on 10/01/2015 and reportedly died in hospice care. The date of death is unknown. The site reported the patient's death was not related to the superdimension device or the enb procedure.